Event description:
The customer initially reported that their device was showing its charge-pak icon. After an evaluation of the device, it was observed that the internal hlc batteries had become depleted and the device may not have the ability to deliver adequate defibrillation therapy to a patient, if needed. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control determined that the cause of the reported failure was due to shorting tin whiskers between trace pads 8 and 7 on the plug connector, designator p506 of the charge-pak and switch flex cable assembly.